Event description:
As reported, the filter tip of a 6f 55cm optease retrievable vena cava filter and introduction kit punctured the delivery sheath during advancement through a slightly curved right femoral vessel after the operator retracted slightly. The system was withdrawn, and a new puncture was performed on the left side to reposition the filter. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the filter tip of a 6f 55cm optease retrievable vena cava filter and introduction kit punctured the delivery sheath during advancement through a slightly curved right femoral vessel after the operator retracted slightly. The system was withdrawn, and a new puncture was performed on the left side to reposition the filter. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation. A non-sterile optease vc filter 0us, 55 cm femoral only was received inside a clear plastic bag and unpacked for product evaluation; the returned components included the filter and the bright tip sheath catheter sheath introducer (bts-csi). Visual inspection of the bts-csi perforating the cannula identified barbs approximately 17 cm from the distal end with an associated kink, and the brite tip was noted to be frayed, with no other outstanding details observed. Dimensional analysis was performed near the kinked and perforated area of the bts cannula to verify correct outer and inner diameters, and all measurements were found to be within specification. Functional analysis was conducted using a lab sample obturator and a lab sample winged storage tube due to only the bts-csi and filter being returned. The bts-csi was flushed with water prior to evaluation, and no resistance, impediment, or obstruction to water flow was observed. The obturator was inserted through the distal tip to remove the filter by the cap and load it into the winged storage tube, after which the winged storage tube containing the filter was inserted into the bts-csi cap. The obturator was then inserted through the proximal end of the winged storage tube, and the filter was advanced through the bts-csi, pushing the filter until it exited the distal end. Despite the observed perforation and kink on the cannula, no resistance, impediment, or obstruction was noted during advancement, and the filter expanded as expected. The returned filter was inspected using a vision system at magnified image, and neither the filter barbs nor the remainder of the filter exhibited any damage or anomalies. The brite tip was also inspected using a vision system, which revealed evidence of scratch marks, elongations, and fatigue lines; these types of damage are commonly associated with interaction with an unknown sharp object causing mechanical damage. It is therefore considered likely that the brite tip was subjected to a force exceeding the material yield strength prior to fraying, and that similar factors contributing to the observed damage also likely led to the frayed condition observed upon receipt. The filter remained inside the bts-csi perforating the cannula where the kink was located, and functional testing again demonstrated no resistance, impediment, or obstruction, with the filter expanding as expected. Based on the evaluation, the exact cause of the observed conditions could not be conclusively determined, and the product analysis did not provide evidence to suggest the reported event was related to the manufacturing or design process; therefore, no preventive or corrective actions are being taken at this time. The reported ¿filter ¿ impeded ¿ perforated sheath¿ was seen during the product evaluation. Additionally, the malfunction ¿brite tip (csi/filters) ¿ frayed/split/torn¿ was also found during the evaluation. The patient has a slightly curved right femoral vessel and a kink/bent condition was noted therefore, patient vessel characteristics and use related factors cannot be excluded as a root cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding. It is the responsibility of the physician to use his/her judgment, based on patient safety and clinical experience, regarding the acceptability level of any resistance and/or whether to continue or abort the retrieval attempt.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.